Manufacturer narrative:
The manufacturer previously reported information in a voluntary medwatch (mw5117348) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Attempts were not made to have the device returned for evaluation and investigation due no one was identified in the voluntary medwatch (mw5117348). At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5117348) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.